Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had increased headaches and neck pain that were gradually getting worse. The patient was reportedly very active and had an accident/fall back in (B)(6) and also an awkward dismount off of a bicycle in early (B)(6) that led to the patient having continued pain. The patient made an appointment with their health care provider (hcp). Upon reading the battery, it was discovered that one of the contacts was completely nonfunctional and six other contacts had impedances. The contacts being stimulated or had impedances were not delivering any therapy. This was reported as a malfunction of the scs. An attempt was made to select contacts to use for stimulation and it was reported that at the meeting there were providing the patient some relief but not to the level that the implant had previously been providing when it was first implanted. The patient and hcp were considering replacing the system. The issue was not yet resolved. It was not yet decided if a surgical intervention would be planned or performed. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was received on 2018-oct-30 reporting that the reprogramming performed on (B)(6) 2018 did not resolve the issue. It was asked but unknown what further steps were performed to address the reported event. No further complications were reported.